Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had black display. The customer¿s blood glucose level was 357 mg/dl. The customer also reported that they were not using the insulin pump before they were hospitalized. The customer reported that they were changing the reservoir when the insulin pump turned itself off and got an occlusion alarm. The customer also reported that the contacts of the battery cap are not missing or damaged. The customer also reported that the battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.